Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005, 429678 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks. The ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapies on the device were turned off to prevent further inappropriate shocks and the right ventricular (rv) lead inactivated. It was reported that the rv lead exhibited noise and a sudden increase in impedance. A lead fracture was suspected on the ring conductor. The rv lead was later capped and replaced with a new pace sense lead. The patient is a participant in the product surveillance registry(psr) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.